Event description:
Caller reported that the t:slim x2 pump battery would not charge, and despite using different charging cables and adapters, the issue remained unresolved. There was no adverse impact to the customer¿s blood glucose level as reported. The customer reverted to manual injections for insulin therapy.